Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was 567 mg/dl. A correction bolus was delivered to address bg. Reportedly, the customer continued to use pump for insulin therapy.